Event description:
It was reported that the right ventricular (rv) lead exhibited t-wave oversensing (twos) in the past and reprogramming had occurred. Years later, the rv lead again exhibited twos, and additional reprogramming was conducted. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.